Event description:
Da vinci robot did not recognize the sureform 45 stapler when installed on robot arm, preventing stapler from firing. Opened new stapler which was used without error. Manufacturer response for sureform 45 stapler, sureform 45 stapler (per site reporter), pending.